Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received this alarm was generated when a power failure is detected (pump error 24) occurred 3 times in a row. Troubleshooting was performed and customer received pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), and pump error 23 (post-reset ram crc alarm). The customer was advised to stop using the insulin pump, revert to pen as pump was considered to be in a normal state. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, sleep current measurement and active current measurement. Pump failed self test due to failing vibration test. Pump failed self test due to damaged pins of the j7 connector. Thump was utilized and downloaded trace/history files properly. However, the pump history analysis confirmed the pump alarmed power error 24 alarm on (B)(6) 2023at 16:44:00.000, on (B)(6) 2023 at 16:54:00.000 and on (B)(6) 2023 at 17:04:00.000. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 24 was triggered when the main processor backup battery power supply (backup vcc) voltage was less than 2.90v for three consecutive one-minute checks. No unexpected pump error 23, pump error 68 or pump error 49 were noted during testing. Verified in pump's downloaded history the pump alarmed pump error 23 on (B)(6) 202317:02:15.000, pump error 49 on (B)(6) 2023 at 16:42:29.000 and pump error 68 on (B)(6) 2023 at 16:42:29.000. Pump was cut open to perform visual inspection and found no evidence moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Damaged j7 connector pins were noted on pcba 1 during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Power error 24 confirmed and isolated to the electronic assembly. Pump error 23, pump error 68 and pump error 49 were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.